Event description:
Patient placed on a maquet ventilator and received error code that expiratory cassette was not connected. Machine checked for error to find that it was connected but unable to sense the expiratory cassette. Patient was removed from the maquet ventilator and bagged via bag-valve-mask (bvm). Machine taken out of service and replaced with a different one.